Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and chronic low back pain. Information was reported that the patient's leads have moved and she's getting stimulation in her abdomen. Patient cannot use their spinal cord stimulator because the stomach stimulation hurt her. No further complications were reported. No additional patient symptoms were reported.